Manufacturer narrative:
As reported the patient underwent bilateral inguinal hernia repair and was implanted with 3dmax light mesh. One year post implantation the patient had a left inguinal hernia recurrence. Based on the information available to date, no conclusions can be made as to the degree to which the implant may have caused or contributed to the patient's postoperative complication. Hernia recurrence is a clinically understood potential complication of surgery/use of the device and is identified in the instructions-for-use supplied with the device, as a possible complication. Review of manufacturing records confirms the product was manufactured to specification. To date, this is the only reported complaint from this manufacturing lot of (B)(4) units. Note the date of event (29-jan-2026) is estimated based on the information provided. Note: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
As reported, on (B)(6) 2025 the patient underwent bilateral inguinal hernia repair and was implanted with 3dmax light mesh. One year post implantation the patient had an asymptomatic left inguinal hernia recurrence. There was no hernia recurrence with the right sided repair. As reported the patient has no history or risk factors that could explain the recurrence and the doctor has requested a CT scan.